Event description:
It was reported that a pt experienced dyspnea, vomiting, erythema and hypotension five minutes after the start of a packed cells transfusion through the device. The transfusion was stopped and the pt was administered epinephrine and hydrocortisone sodium. The pt recovered and the transfusion was completed using the same packed cells and device without incident.